Event description:
It was reported that the right ventricular (rv) lead was programmed unipolar for "years" due to increased capture threshold and decreased sensing. An attempt was made to program to bipolar sensing but loss of capture was noted. It was also reported there was a lead warning for low impedance along with ventricular high rates with oversensing. Follow up confirmed the patient has an appointment schedule to reassess the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.